Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapublic mid-urethral sling system during a procedure on (B)(6), 2007. According to the complainant, post-procedure, the mesh was found in the urinary bladder upon examination by the physician. Reportedly, the patient underwent an unspecified surgery on (B)(6), 2012, where the mesh was removed from the urinary bladder. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.